Event description:
Status post bilateral subglandular inframammary gels (unk size/MFR-no records) for augmentation. The pt believes they have decreased in size. No history of trauma and the right is burning in recent yrs while the left is "quite sensitive." Pt also has had severe systemic symptoms, the etiology of which is unclear. These include arthralgias/myalgias, paresthesias/dysesthesias, spasms, swelling, subcutaneous migratory lumps, fatigue, adenopathy, memory loss, seizures/strokes, hair loss, oral sores, rashes, photophobia, sensitivity to sun/cold, positive raynaud's/"chem", hypertension, gi/gu/diagnosed with antiphospholipid syndrome and is on prednisone which has stabilized some of pt's symptoms. The pt is otherwise healthy.